Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
Per the clinic, the device was explanted (date not reported) due to an ongoing pain following an MRI (1.5 tesla). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april,06,2023.